Event description:
It was reported that at the time of the report the patient was sitting and could feel a vibration from her left hip to her right hip and an annoying sensation in her vagina. This had been going on since (B)(6) 2014. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3037, serial# (B)(4), product type programmer, patient product ID 3889-28, lot# va0c2c9, implanted: 2013 (B)(6); product type lead. (B)(4).